Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: did the issue occur pre-operative or intra-operative? ---pre-operative. Was this the initial use of the device? ---yes. How long has the surgeon been using this device? ---no information. What other devices were used in conjunction with the device? ---no information. Was the sales rep present during the event? ---no.

Manufacturer narrative:
(B)(4). Based upon the visual and functional examination, it was concluded that the device was found to be fully functional. We did not receive a valid batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, the balloon was burst. Another device was used to complete the case. There were no adverse consequences to the patient.